Event description:
Related manufacturer reference: 3002953813-2018-00058. During a unilateral cervical radiofrequency ablation procedure a patient burn occurred. One week following the procedure the patient reported a burn on the right side of the lower back, where the grounding pad was placed. The skin was cleaned and allowed to dry prior to patch placement. The patient was not noted as hairy or diaphoretic. Blisters were noted and first aid cream was applied to treat the burn. The skin is healed and the patient was stable.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The reported burn was unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.